Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and buckling or break of the pet ring. As a result of these failures, the patient has suffered severe injuries; including adhesions, bowel perforation, and bowel resection; and required substantial medical care." The sample was not returned for evaluation and medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and adhesions and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent a ventral hernia repair. As reported, the patient's hernia was repaired with a bard/davol small oval composix kugel hernia patch, reference number 0010201. As reported, sometime after placement, the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and buckling or break of the pet ring. As a result of these failures, the patient has suffered severe injuries; including adhesions, bowel perforation, and bowel resection; and required substantial medical care. On (B)(6) 2016: this care has consisted of, amongst other things, removal of the defective device. As alleged, the patient was seriously and permanently injured has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch and the memory coil ring.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent a ventral hernia repair. As reported, the patient's hernia was repaired with a bard/davol small oval composix kugel hernia patch, reference number 0010201. As reported, sometime after placement, the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and buckling or break of the pet ring. As a result of these failures, the patient has suffered severe injuries; including adhesions, bowel perforation, and bowel resection; and required substantial medical care. On (B)(6) 2016: this care has consisted of, amongst other things, removal of the defective device. As alleged, the patient was seriously and permanently injured has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch and the memory coil ring. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with ventral/incisional hernia, thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿the sac was dissected free from the surrounding subcutaneous tissue. Then a composix mesh was placed intraperitoneally and laid flat against the abdominal wall using tacks and sutures.¿ on (B)(6) 2016 - patient was diagnosed with small bowel obstruction, hernia recurrence, and abdominal wall mass, thereby underwent open repair with mesh, small bowel resection and removal of old composix mesh. Per operative notes, ¿the adhesions associated with the mesh were taken down. The mesh has been eroded into the abdomen in kind of a conelike structure and there was bowel and omentum attached to it. The mesh was fully explanted from the abdomen. There was a small serosal injury but no leakage of fluid, but the bowel appeared to be in quite bad shape. There was an internal hernia created inferiorly in the abdomen by two loops of bowel causing obstruction in small bowel. So, the specific area of the small bowel was resected. There was a large mass in the hernia sac, and it was dissected away for pathology, where it was determined as fibromatosis. Then the defect was closed using a synthetic mesh in the preperitoneal space with the help of sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and buckling or break of the pet ring. As a result of these failures, the patient has suffered severe injuries; including adhesions, bowel perforation, and bowel resection; and required substantial medical care." The sample was not returned for evaluation and medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and adhesions and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and obstruction thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (corporate lot no, expiry date, UDI no), e1, e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent a ventral hernia repair. As reported, the patient's hernia was repaired with a bard/davol small oval composix kugel hernia patch, reference number (B)(4). As reported, sometime after placement, the device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and buckling or break of the pet ring. As a result of these failures, the patient has suffered severe injuries; including adhesions, bowel perforation, and bowel resection; and required substantial medical care. (B)(6) 2016: this care has consisted of, amongst other things, removal of the defective device. As alleged, the patient was seriously and permanently injured has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch and the memory coil ring. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral/incisional hernia, thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿the sac was dissected free from the surrounding subcutaneous tissue. Then a composix mesh was placed intraperitoneally and laid flat against the abdominal wall using tacks and sutures.¿ (B)(6) 2016 - patient was diagnosed with small bowel obstruction, hernia recurrence and abdominal wall mass thereby underwent open repair with mesh, small bowel resection and removal of old composix mesh. Per operative notes, ¿the adhesions associated with the mesh were taken down. The mesh has been eroded into the abdomen in kind of a conelike structure and there was bowel and omentum attached to it. The mesh was fully explanted from the abdomen. There was a small serosal injury but no leakage of fluid, but the bowel appeared to be in quite bad shape. There was an internal hernia created inferiorly in the abdomen by two loops of bowel causing obstruction in small bowel. So, the specific area of the small bowel was resected. There was a large mass in the hernia sac, and it was dissected away for pathology, where it was determined as fibromatosis. Then the defect was closed using a synthetic mesh in the preperitoneal space with the help of sutures.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the "device malfunctioned by, inter alia, contracting, suffering degradation, causing an intense foreign body and inflammatory response, and buckling or break of the pet ring. As a result of these failures, the patient has suffered severe injuries; including adhesions, bowel perforation, and bowel resection; and required substantial medical care." The sample was not returned for evaluation and medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and adhesions and inflammation are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and obstruction thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: this supplemental emdr is submitted to update the annex e and f codes. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, erosion and obstruction thereby underwent repair with removal of mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.